Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "over delivery. Patient involvement: yes. Human harm:yes. Delay in therapy: yes. Medical intervention needed: yes".

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "over delivery".